Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when they removed the sensor they found that the electrode was much shorter than it normally was. Their blood glucose level was unknown. They will be sent a replacement for their sensor. The product will not return for analysis.